Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not implantable device. Section d6b: if explanted, give date: not applicable, as the system is not implantable device. Section h3: the varietas console was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported error 118, and error 131 on their varietas console during a procedure. No further information was provided.

Manufacturer narrative:
Corrected data: after conducting a more thorough examination of the complaint file, it was discovered that this case was mistakenly generated and subsequently reported as a genuine case in the initial medwatch report. No additional details or updates will be provided regarding this particular case.